Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove the blue needle guard from the cannula event on (B)(6) 2024. The blood glucose level was over 400 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Electronic quality management system search(eqms) search: a query was run in the eqms on 09/dec/2025 against "lot number" "6005493" and similar malfunction code(s): insertion without removing needle guard, insertion without removing needle guard. The review confirmed that lot 6005493 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)a of the same or similar nature. Similar complaints search: a query was run in the eqms on 09/dec/2025 against "lot number" criteria equal "6005493" and similar malfunction codes insertion without removing needle guard, insertion without removing needle guard. The count of complaint is 1. The complaint number is pr 2100849. Device history record (DHR) review: the lot 6005493 was manufactured according to the work instruction (wi) version 110 and manufactured in the line 6 on 13/feb/2024 with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts).